Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as 6000093-2007-01198. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The initial procedure occurred in 2007. The lesion was pre-dilated. The physician placed 2 taxus express2 drug eluting stents to the 75-90% stenosed lesion located in the calcified, proximal to mid left anterior descending (lad) artery, a 2.5x24mm and a 3.0x24mm. Post procedure, residual stenosis was 0% with timi 3 flow. The patient was prescribed ticlopidine and aspirin for post procedure use. No patient complications were reported. Eighteen days post procedure the patient presented with hypertension and stent thrombosis. The patient was placed on an intra-aortic balloon pump (iabp). At this point, the physician used a thrombuster, but it was not successful in removing the thrombus. A non bsc balloon was then used to dilate the lesion. No patient complications were reported.